Event description:
As reported, during an inguinal hernia repair procedure the capsure fixation device was used to fixate a 3dmax mesh deployed into cooper's ligament near the pubic bone. It was reported that in the post operative x-ray images, the capsure fastener had been pierced and fixed in a heavily deformed and twisted state near the cooper's ligament. It was reported that immediate removal of the fastener is not being considered at this time, and the patient's condition will be monitored. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure fixation device was used to fixate a 3dmax mesh. X-ray image provided shows the capsure fastener is heavily deformed as reported. The sample is reported to be available for return, however, has not been received at this time. The most probable cause is the result of forces applied while deploying near the coopers ligament and pubic bone. However, based on the information reported and without having the physical sample to evaluate, a definitive root cause could not be determined. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, capsure fixation device was used to fixate a 3dmax mesh. X-ray image provided shows the capsure fastener is heavily deformed as reported. The sample is reported to be available for return, however, has not been received at this time. The most probable cause is the result of forces applied while deploying near the coopers ligament and pubic bone. However, based on the information reported and without having the physical sample to evaluate, a definitive root cause could not be determined. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 440 units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the photo review and sample evaluation results. Evaluation of the returned sample could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during simulated use testing, deploying the last remaining fasteners with no issues. Based on the sample evaluation and photos provided the most probable root cause for the fastener deforming in use is the result of attempted fixation to a hard structure/bone. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera." Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair procedure the capsure fixation device was used to fixate a 3dmax mesh deployed into cooper's ligament near the pubic bone. It was reported that in the post operative x-ray images, the capsure fastener had been pierced and fixed in a heavily deformed and twisted state near the cooper's ligament. It was reported that immediate removal of the fastener is not being considered at this time, and the patient's condition will be monitored. There was no reported patient injury.